Event description:
(B)(6) rn she had reprogrammed the pump with the new hyl'.(via dose and it was working fine. Then it registered an error and she restarted it and adjusted patient position. Still had an error so she changed the tubing and reprimed it. It worked for a bit but then slowed down and there is about 20 ml left. It does not seem to be working well, no other information provided. No adverse event(s) reported due to product issue. Pump is available for return upon patient return. Serial number is (B)(6). Maintenance due date: unknown. Pump is being replaced. Reported to (B)(6) by health professional.